Event description:
It was reported " after the cathether inserted, connect iabp and keep reporting hydrogen leakage. Adjust in the automatic anti-pulsation mode inside the segment, the waveform could not be displayed. Bedside x-rays showed that the balloon is kinked, and the catheter was removed". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the reported complaint that the "balloon is kinked" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " after the cathether inserted, connect iabp and keep reporting hydrogen leakage. Adjust in the automatic anti-pulsation mode inside the segment, the waveform could not be displayed. Bedside x-rays showed that the balloon is kinked, and the catheter was removed". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".